Manufacturer narrative:
G1: device manufacturer address 1: northern region industrial estate g1: device manufacturer address 2: 60/29 moo 4, tambol banklang, a. Muang should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq syringe pump alarmed system error 21502 (flange sensor failure). This occurred "after delivery". There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, a system error 21502 (flange sensor failure) was reproduced. A review of the event history log revealed multiple flange sensor failures. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the device mechanism and flange assembly. The mechanism and flange assembly would be replaced to resolve the event. Should additional relevant information become available, a supplemental report will be submitted.